Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('a lot of abdominal pain / lived with underlying pain'), device breakage ('after fallopian tube removal some traces remained: one millimetre of the device in uterus and a centimetre in colon'), uterine perforation ('some traces still remained: one millimetre of the device in my uterus, a centimetre in my colon') and gastrointestinal injury ('some traces still remained: one millimetre of the device in my uterus, a centimetre in my colon') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: fallopian tubes were healthy prior to essure. On an unknown date, the patient had essure inserted. In 2019, the patient experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), gastrointestinal injury (seriousness criterion intervention required) and complication of device removal ("some traces remained"). On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), inflammation ("inflammation"), alopecia ("my hair fell out"), mood altered ("she had experienced an emotional change") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal by bilateral fallopian tube removal in 2019 and planned removal of essure traces retained in uterus and colon). Essure was removed in 2019. At the time of the report, the abdominal pain, genital haemorrhage, inflammation, weight increased, alopecia, mood altered and depression outcome was unknown and the device breakage, uterine perforation, gastrointestinal injury and complication of device removal had not resolved. The reporter considered abdominal pain, alopecia, complication of device removal, depression, device breakage, gastrointestinal injury, genital haemorrhage, inflammation, mood altered, uterine perforation and weight increased to be related to essure. The reporter commented: reporter is administrator of the plataforma libres de essure [free of essure platform], an association of women affected by the bayer essure contraceptive device. In the internet article el periódico de españa / de catalunya: similar to tubal ligation - women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ consumer stated in 2019. ¿they had to take out my fallopian tubes, even though they were healthy prior to essure. And despite this, some traces still remained: one millimetre of the device in my uterus and a centimetre in my colon. They could perforate my organs, which is why I have to have a second operation". According to oprea, libres de essure does not concern itself with legal issues, although there are women involved in legal battles on their behalf. The platform is essentially demanding that bayer acknowledge the damage caused and the creation of a medical protocol to treat affected women in spain. To date, there are only medical guidelines. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: after fallopian tube removal some traces remained: one millimetre of the device in uterus and a centimetre in colon. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('a lot of abdominal pain / lived with underlying pain'), device breakage ('after fallopian tube removal some traces remained: one millimetre of the device in uterus and a centimetre in colon'), uterine perforation ('some traces still remained: one millimetre of the device in my uterus, a centimetre in my colon') and large intestine perforation ('some traces still remained: one millimetre of the device in my uterus, a centimetre in my colon') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: fallopian tubes were healthy prior to essure. On an unknown date, the patient had essure inserted. In 2019, the patient experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), large intestine perforation (seriousness criterion intervention required) and complication of device removal ("some traces remained"). On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), inflammation ("inflammation"), alopecia ("my hair fell out"), mood altered ("she had experienced an emotional change") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal by bilateral fallopian tube removal in 2019 and planned removal of essure traces retained in uterus and colon). Essure was removed in 2019. At the time of the report, the abdominal pain, genital haemorrhage, inflammation, weight increased, alopecia, mood altered and depression outcome was unknown and the device breakage, uterine perforation, large intestine perforation and complication of device removal had not resolved. The reporter considered abdominal pain, alopecia, complication of device removal, depression, device breakage, genital haemorrhage, inflammation, large intestine perforation, mood altered, uterine perforation and weight increased to be related to essure. The reporter commented: reporter is administrator of the plataforma libres de essure [free of essure platform], an association of women affected by the bayer essure contraceptive device. In the internet article el periódico de españa / de catalunya: similar to tubal ligation - women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ consumer stated in 2019. ¿they had to take out my fallopian tubes, even though they were healthy prior to essure. And despite this, some traces still remained: one millimetre of the device in my uterus and a centimetre in my colon. They could perforate my organs, which is why I have to have a second operation". According to oprea, libres de essure does not concern itself with legal issues, although there are women involved in legal battles on their behalf. The platform is essentially demanding that bayer acknowledge the damage caused and the creation of a medical protocol to treat affected women in spain. To date, there are only medical guidelines. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: after fallopian tube removal some traces remained: one millimetre of the device in uterus and a centimetre in colon. Most recent follow-up information incorporated above includes: on 28-oct-2021: follow up via internet article el periódico de españa / de catalunya: similar to tubal ligation - women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿: consumer (reporter name extended) was (B)(6) . Fallopian tubes were healthy prior to essure. Essure was removed in 2019 by salpingectomy, some traces still remained: one millimetre of the device in her uterus and a centimetre in her colon. Events added: device breakage, device fragments in uterus and colon, complication of device removal, weight gain, depression, hair loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.